Event description:
It was reported that during an interventional stenting procedure in a heavily calcified and concentric lesion in the left anterior descending artery, the mini trek balloon ruptured at an unknown pressure. The device was removed for the patient's anatomy. There was no adverse patient effect reported. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned product found blood visible in the balloon and contrast in the inflation lumen and loosely folded balloon, consistent with preparation and a rupture while in the patient anatomy. The balloon catheter was pressurized using a new indeflator filled with water. There was a longitudinal rupture, 1 cm in length, .5 mm proximal to the distal marker, confirming the reported rupture. There were longitudinal scratches distal to the rupture, over the distal marker. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is likely that the balloon material was damaged (scratched) during interactions with accessory devices, or the heavily calcified lesion, such that the balloon ruptured during inflation. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to the complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for balloon ruptures for this lot. There is no indication of a lot specific product quality deficiency. The reported balloon rupture appears to be related to the operational context of the procedure.